Event description:
It was reported to philips that the system did not start up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. A philips field service engineer (fse) visited the site and confirmed that host-pc operating system (os) software failed to load during power on. The fse solved the issue by re-installing the os software and the necessary applications. After re-installing the os software and the necessary applications, the system was returned to use in good working order. The codes were updated based on the investigation outcome.